Event description:
Info received indicates the upper portion of the left head siderail had been detached at the pivot point. The account did not known how this happened.

Manufacturer narrative:
The technician investigated and found no marks on the siderail where it possibly made contact with something. He found the upper pivots were broken. He replaced the siderail to repair this bed.